Manufacturer narrative:
The complaint text indicates that the architect c8000 handheld barcode scanner incorrectly scanned sample identification (sid) (B)(4) as sid (B)(4). The customer is using code 39 symbology with checksum disabled. An abbott field representative determined the most likely cause as: cable, mouse and keyed extension, 6 ft (part number 7-100151-01) and the architect c8000 (part number 01g06-11). Field service replaced the cable, mouse and keyed extension, 6 ft because the part was worn out from normal use. Subsequent service history does not include further reports for the wrong sid being scanned. The system log review found various test results for sid (B)(4) were generated on (B)(6) 2013. Sample identification (B)(4) could not be located. No error codes associated with the wrong sid being scanned for a sample were generated. Customer complaint data was reviewed and no adverse trends were identified related to the customer issue. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that the architect c8000 handheld barcode scanner misread a sample. The sample ID was (B)(6), but was scanned as (B)(6). The sample was taken to secondary instrument and was scanned correctly. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.